Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer has no pump prior to may 5, 2024 due to cosmetic damaged. Customer received a replacement pump due to pevious cosmtic damaged report, customer is calling to see why there is no recommendation for bolus and no basal. Customer started using the pump on may 5,2024 with new insulin, new reservoir and new infusion set. Document treatment for high bg: manual injection. The event involved product(s) unk_sensor. Customer was using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. Customer has been using the insulin pumpsystem within 48hrs of reported high bg event no further patient complications were reported. No product return is required for unk_sensor.